Event description:
It was reported that during the renal artery stenting treatment procedure, the express biliary sd premounted stent dislodged from the delivery catheter. During advancement through a previously implanted wallstent, the stent became dislodged from the delivery catheter. The balloon catheter was reinserted and the stent was pulled back to the guide catheter and successfully removed. The procedure was completed successfully using a new stent. No pt injuries or complications were reported. The pt's status was reported as 'fine'.